Event description:
A customer reported an unexpected negative reaction with capture-r ready-screen 3 (crrs 3) on the galileo echo instrument. The patient has a history of anti-e.

Manufacturer narrative:
Review of images: when referred to (B)(6) hospital the sample initially tested negative in crrs3 lot r172 on echo m00889. Well 2 is visually weakly positive. The sample was then tested on crrid extend ii lot dn049 on the echo. Wells 2, 4, and 14 are heterozygous e, the three wells are visibly weakly positive. All other wells are e negative and resulted as negative, visually appear negative. Positive and negative control wells reacted as expected. Next the sample was tested on crrid extend I lot dp050 on the echo. Wells 1 through 6 are e negative, all resulted as negative and visually appear negative. Well 7 is heterozygous for e and resulted negative, visually appears weak positive. Wells 8 through 14 are homozygous e. Wells 8 and 11 gave equivocal results, visually both appear positive. Well 14 resulted negative, visually appears weakly positive. Wells 9, 10, 12, an 13 resulted 3+, visually positive. The sample was retested 8 days later with crrs3 lot r172 and resulted as negative in all 3 wells, well 2, homozygous e, appears visually positive. Customers were instructed to visually review all negative reactions on echo in technical communication cc-09-042-01 issued on november 25, 2009.